Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a skin closure, in an open procedure, the needle of the device broke in half. There was no patient injury.